Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant of an ICD, increased thresholds and decreased sensing were noted. Via x-ray, a perforation was noted. The lead was explanted and patient condition after the event was good.